Manufacturer narrative:
(B)(4).

Event description:
It was reported that a prompt to change the transmitter occurred. The sensor was inserted into an unknown insertion site. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a prompt to change the transmitter is reportable based on the finding of a an early sensor expiration. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4), 3004753838-2022-169049 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.